Event description:
Meter reading 30 points different from doctor's meter. Cn went to the doctor's office and his meter was reading 30 points higher.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.